Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fault on the white power lead was not confirmed. The heartmate ii system controller (serial #: (B)(6)) was not returned for analysis, and no log files were submitted for review. Multiple good faith efforts were sent asking if the controller exchange resolved the reported alarm, and if any products would be returning for analysis; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their controller replaced due to white power lead fault. The patient was also given a new set of clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their controller replaced due to white power lead fault. The patient was also given a new set of clips.